Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 5118527.

Event description:
It was reported that the patient was not getting adequate stimulation due to lead migration. The patients percutaneous leads were replaced with a paddle lead. The patient was doing well postoperatively. The explanted leads were not returned per hospital policy.